Event description:
The sheath was inserted via urethra, no resistance on insertion, obturator was removed. The 30 degree scope was inserted, resistance met. The end piece of the sheath was found in the bladder. No harm to pt, the end piece was removed. The tip (end piece) detached from the tip of the sheath after the obturator was withdrawn and the cystoscope was inserted. The detached piece was removed from the bladder, where it had settled, and no adverse pt outcome resulted from this event. There is no pt injury.